Manufacturer narrative:
The device was received and analyzed. The battery status was bos and 35 charging cycles were recorded. The device was visually inspected. The inspection revealed a discoloration of the titanium housing of the ICD. This is a normal and expected oxidation process due to high electric fields during shock delivery and is not affecting the ability of the device to deliver therapies. The memory content of the ICD was inspected, confirming the clinical observation. However, there were no signs of a device malfunction. The memory content showed a normal device function while implanted and in service. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified for different used shock energies and phases, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the clinical observation could be confirmed. A thorough analysis of the memory content as well as the functionality of the ICD proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
After an implantation period of approx. 12 months, it was reported that the shock delivery was ineffective. Furthermore, it was observed that only 40 j shock was able to terminate arrhythmia. Lower energy shocks did not result in termination. The patient was hospitalized and the device was explanted.